Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test , 1 of 2 sensors failed for high readings 1 remaining sensor passed per specification with accurate readings. Unable to confirm adhesive anomaly due to sensor was returned opened/used.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 42 mg/dl, and he stated that the insulin pump had not suspended insulin delivery. The customer stated that, at times, the threshold suspend would come on at inappropriate times when it was not needed. He did not know the sensor reading. He also reported that the sensor adhesive did not stick, and the sensor fell off. He also reported that there were bent sensor cannulas in the past. The customer declined further troubleshooting for the issues. The customer was advised to replace the sensors and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.